Manufacturer narrative:
H10. H3,h6: the multifix s-ultra 5.5mm knotless anchor device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. A review of manufacturing records for the reported lot number 2035016 found no non-conformances or anomalies during manufacturing process related to the reported event. A review of the product/print specifications found no discrepancies. Visual inspection of the instrument shows no damages or manufacturing abnormalities. The multifix s ultra knotless anchor is fully detached. The deployment knob is fixed due to the detachment of the implant. The end cap including the rod at distal end can be continuously rotated in both directions. No sutures returned with the device. The returned device is a single-used device and could not be functional tested. An attempt was made to test the basic functions. The deployment knob is fixed due to the detachment of the implant. The end cap and the rod can be continuously rotated in both directions. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of the product/print specifications found no discrepancies. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed.

Event description:
It was reported that during shoulder arthroscopy for rotator cuff repair, the multifix s-ultra screw head broke. All pieces were removed from the patient. There was a delay greater than 2 hours and a backup device was available. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.